Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure, with implantation of two mitraclips. The first clip was implanted lateral of the anterior 2/posterior 2 (a2/p2) segment of the mitral leaflet and the second clip was implanted on the medial a2/p2 leaflet segment. The mr was reduced from grade 4+ to grade 2. On an unspecified date, the patient began to experience shortness of breath and the first implanted clip was noted to have detached from the posterior leaflet, remaining attached to the anterior leaflet. The second clip remained attached to both leaflets. The mr had increased to grade 4. On (B)(6) 2016, the patient underwent a second mitraclip procedure and one clip was implanted. The mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effects of dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which affected leaflet insertion into the clip, thus contributing to the slda; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.